Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped due to a low hv impedance anomaly. Results of the ICD analysis indicated lead arcing to the ICD can.